Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was participating in a football tournament. It was noted the patient was implanted on (B)(6) 2025 and is very athletic, and a stress test had not yet been done. The patient was brought in for troubleshooting, including a stress test, and the device was reprogrammed to primary vector. Data was sent to technical services (ts) for their opinion and expertise. Ts noted a change in t wave morphology during exercise when the inappropriate therapy was delivered and also during the stress test. The amplitudes of the t waves were larger during effort. The amplitude of the r waves just before the shock was around 1 millivolt (mv), and the t waves had an amplitude as large or even sometimes higher than the r waves. Per their evaluation, ts confirmed primary vector is the most stable outside of and during exercise/effort. Besides the inappropriate shock, no other adverse patient effects were reported. This device remains in service.